Event description:
It was reported by service report that the fowler drifted with weight due to a malfunctioned fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.